Event description:
It was reported that the patient underwent a pocket revision due to charging difficulties. It was discovered that the ipg was at an angle. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.